Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2011. It was reported that the surgery went well and the pt received good coverage to left leg and back. (B)(6) the surgery, the pt complained of numbness and pain in the left leg. The physician has identified and removed a cerebral hematoma as well as the scs system. The physician did not believe the hematoma was caused by the devices themselves. Follow-up with the pt indicated the pt's symptoms did resolve after the removal of the hematoma. No further info is available at this time.